Event description:
During the procedure the inflation device would not respond when required during the procedure. The physician was using the inflation device in a cutting balloon. The physician used the cutting balloon device several times successfully. The physician attempted to deflate the cutting balloon and pulled back on the plunger that was holding pressure in the balloon. Then the device would not respond when required. The physician removed the device and replaced it with another device to complete the case. The pt is reported to be fine.